Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent system was difficult to remove and had to be removed forcibly.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis with a separated stent attached to a non-bsc device. The stent was separated from delivery system and returned attached to the distal end of a non-bsc device. The stent was damaged but struts could be seen to be in an unexpanded crimped conformation. A visual and microscopic examination of the stent identified that the stent was damaged; struts were stretched. There was no stent on the balloon. A visual and microscopic examination of the balloon found no damage. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the stent system was difficult to remove and had to be removed forcibly.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilation with 2.0 x 20mm non-bsc balloon catheter, a 3.50mm x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the stent strut was caught in the guiding catheter and was damaged. The device was removed and the procedure was completed with 3.0 x 20mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.